Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged alarms for patient circuit disconnect. Ventec replaced the internal flow transducer (ift) and exhalation control module (ecm), as well as reseated the cough to blower coupler in order to resolve the reported issue. Ventec then confirmed proper device operation through functional and performance testing. The investigation determined that the cause of the reported issue was the ift and ecm, as well as the cough to blower coupler which required reseating.